Event description:
ECMO unit did not function - maquest/getinge group cardiohelp. Unit did not prime - was unable to prime by hand crank as well. Unable to use on patient. Unit would not prime even though hand cranked with cardiohelp unit. FDA safety report ids# (B)(4).